Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the surgeon had planned on an MRI scan and then merged the MRI scan with a CT, with the CT as a reference. When the reference exam got changed, the plan was changed accordingly. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the first procedure was completed. It was not until postoperative imaging that it was determined the lead was not in the correct location. The lead was reportedly close to the brainstem. The patient was brought back to the operating room for a separate procedure to have the lead removed. Another lead was never implanted in the correct location. The target was shifted by approximately 5mm laterally and 14mm deep.

Manufacturer narrative:
Other relevant device(s) are: software 9735585 stealthstation cranial, version (B)(4). Patient was affected however no further information was available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that after the surgeon had planned on a magnetic resonance image (MRI), the plan was shifted when the computed tomography (CT) with the localizer was merged and selected as the reference. The surgeon did not notice the shift and the deep brain stimulation (dbs) lead did not hit its target. There was no delay to the surgical time, but the patient was affected.